Event description:
This is being filed to report that following a mitraclip procedure the patient experienced a pericardial effusion requiring pericardiocentesis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were successfully implanted reducing mr to 1. There was no reported clinically significant delay in procedure and the patient left the cardiac catheterization lab stable. About 2 hours post-procedure, the patient was noted to have a pericardial effusion requiring pericardiocentesis and removal of about 100 ml of pericardial fluid. Following intervention, the patient was noted to be stable. In the physician's opinion the pericardial effusion was not related to the device; however, there was no clear explanation that could be given for the occurrence of the pericardial effusion. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported pericardial effusion cannot be determined. Pericardial effusion is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.